Manufacturer narrative:
The customer contacted a siemens customer care center. The power supply was damaged. The cause of the smoke being emitted from the advia centaur xp instrument is unknown. Siemens is investigating the issue.

Event description:
Smoke and burning smell were emitted from an advia centaur xp instrument. The circuit breaker was switched off and the power supply module was pulled off. There are no reports of impact to patient samples or adverse health consequence.

Manufacturer narrative:
The initial MDR 2432235-2018-00030 was filed on 23-jan-2018. Additional information (03-jan-2018): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the power supply and the issue resolved. A siemens headquarters support center specialist reviewed the service report. The cse identified the failed power supply as an astec model which has been discontinued and is no longer available. The components in the power supply are flammability rated, meaning they will not catch fire when they fail, therefore, there is no risk of fire. The cause of the smoke being emitted from the advia centaur xp system was due to power supply failure. The instrument is performing within manufacturing specifications. No further evaluation of device is required. .